Event description:
This is report 4 of 4 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the attachment device and burr device had a ¿whipping¿ problem. According to the report, the devices were in use with two motor devices during the surgical procedure. The reporter was unsure which motor device was in use at the time of the alleged malfunction. As a result, there was a two minute delay in the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: there was no contact phone number provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed on the device which found that it meets all manufacture¿s specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.